Event description:
Pt with status post uncemented total knee placement, presented to dr last christmas with pain, advised to have surgery then. However, did not represent herself til 10/97 with increasing pain, swelling, varus alignment. Admitted for surgery on 10/17/97. Surgery performed was left tibial insert polythylene exchange and scar excision.